Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.

Event description:
Fainting [syncope]. Diarrhea [diarrhoea]. Getting rashes on her private are and her buttocks [rash]. Case narrative: on 31-may-2024, a spontaneous report was received from a consumer regarding a female of unreported age who was using playtex deodarant tampons (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use with playtex deodarant tampons. On an unspecified date, after starting the product, the consumer experienced diarrhea, fainting, and rashes on her private area and her buttocks. As of (B)(6) 2024 continued used of the product and the outcomes of diarrhea, fainting, and rashes were not reported. No additional information was provided.